Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_964 - catalyst ide study, us0075 - 401 (r708063201). It was reported that on (B)(6) 2021, a 31mm amplatzer amulet occluder was successfully implanted. On (B)(6) 2022, the patient experienced multiple episodes of thick tongue/garbled speech and drooping of the left side of their face. The episodes resolved and the patient went to the ER where EKG, labs, head CT, and MRI were performed. The patient didn't experience anymore symptoms, but was admitted for observation and discharged the following morning.

Manufacturer narrative:
An event of transient ischemic stroke was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: serial#: removed and updated to na.